Event description:
It was reported that in the recovery surveillance unit, during insertion of the central venous catheter it was impossible to remove the guide wire, which remained stuck within the distal lumen. As a result, a new catheter had to be inserted. A delay in treatment and patient discomfort was reported. No additional complications or patient injuries were reported as a result of this occurrence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. This report is associated to MDR #3006425876-2015-00012. There were two separate issues reported for the same event. This is for the first one.